Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 240, 245, and 580 mg/dl. Tests were done within 15 minutes with a difference of 57%. Pt did not experience any adverse events. No further info has been reported.